Event description:
Reporter is confirned to a wheelchair. In may 2002, reporter purchased a guardian transfer shower bench from a local pharmacy. In 2003, the bench suddenly began rocking like a rocker. Reporter got out of the shower before it fell apart. A friend discovered a screw on one of the legs was ready to fall out. When they started screwing it back in, the screw broke in half. They then discovered that the other screws holding the legs on were also black, corroded and the teeth on the screws had worn down. Reporter "turned out" that the screws are not stainless steel - they're screws that should not be used in water. The co finally gave rptr a replacement shower chair identical to the one that broke. Reporter agreed to that as long as it had screws that wouldn't break. The replacement chair has the same defective or wrong screws. Reporter later found out that these chairs were manufactured in 1998. Their fears are that other people may have had near falls like they did, and that the co has warned them not to expect another chair when this one breaks. Reporter told the co that, since they knew it would probably break within six months, they would wait three months before requesting another replacement chair since rptr knew they was using a defective product. Reporter can't replace the screws with the proper screws because, as they explained, any modifications or changes in the equipment or materials will automatically void the warranty. Rptr asks if MFR is allowed to sell medical equipment knowing it'll break within six months of use - reporter used it every other day- and not honor warranties.